Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The home patient (hp) stated he got his foot caught in the tubing and yanked a supply line loose. The hp knew he had to start over with new supplies, but was not sure how to do that. The baxter technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to dispose of all the current supplies used and to start over using all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012. He said he was able to resume therapy after he started over with new supplies. He had accidentally got caught up in the tubing and one of his lines came undone. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted